Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1zq66, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient had an infection at the lead implant site. No environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting done. Interventions/actions included admitting the patient into the hospital on 11/12. MRI was to be done on 11/13. The issue is not yet resolved at the time of report. No further complications were reported or anticipated with this event.